Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, test failure alarm and motor error. The customer stated that the battery only last for 2-3 days and it would alarm battery out limit. It was found in the alarm history that the insulin pump alarmed test failure and motor error. Customer's blood glucose was unknown. The customer does not use sensor feature on the insulin pump. The customer stated they are able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.